Event description:
It was reported that nurse wanted to confirm the arctic sun device was functioning properly. The patient had not reached target temperature and therapy had been running for four hours. The target temperature was 36c, patient temperature was 35.3c, water temperature was 38c, and flow rate was 2.8lpm. It was noted that the weight of the patient was 84.6kg with medium pads in place. Trend indicator showed two arrows up and the patient was uncovered. Mis suggested checking protocol to see if nurse could add a bair hugger or warm blankets as well as whether nurse could change the high-water level to 42c. It was currently set at 40c. Mis showed nurse how to make this change in the settings.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse wanted to confirm the arctic sun device was functioning properly. The patient had not reached target temperature and therapy had been running for four hours. The target temperature was 36c, patient temperature was 35.3c, water temperature was 38c and flow rate was 2.8lpm. It was noted that the weight of the patient was 84.6kg with medium pads in place. Trend indicator showed two arrows up, and the patient was uncovered. Mis suggested checking protocol to see if nurse could add a bair hugger or warm blankets as well as whether nurse could change the high-water level to 42c. It was currently set at 40c. Mis showed nurse how to make this change in the settings.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery. However, this cannot be confirmed. The target temperature was 36c, patient temperature was 35.3c, water temperature was 38c and flow rate was 2.8lpm. It was noted that the weight of the patient was 84.6kg with medium pads in place. Trend indicator showed two arrows up, and the patient was uncovered. Mis suggested checking protocol to see if nurse could add a bair hugger or warm blankets as well as whether nurse could change the high-water level to 42c. It was currently set at 40c. Mis showed nurse how to make this change in the settings. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.